Event description:
It was reported that power was delivered to the second band electrode. There were no patient consequences.

Manufacturer narrative:
Limited information is available. The device is in transit to the manufacturer and not received (B)(4). Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.